Manufacturer narrative:
This report is being filed on an international product, list number 3p25 has a similar product distributed in the us, list number 2r98. Completed information for section a1 patient identifier: sid (B)(6). The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, field data review, and in-house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 29442ud00 did not show any non-conformances or deviations. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that lot 29442ud00 is performing acceptably. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 29442ud00 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for two samples after loading a new reagent kit. The following data was provided (customer¿s cutoff is >/= 0.03 ng/ml): sid (B)(6) initial result = 0.100 ng/ml, repeat with a new reagent kit, same lot number = 0.000 ng/ml. Sid (B)(6) initial result = 0.109 ng/ml , repeat with a new reagent kit, same lot number = 0.014 ng/ml. No impact to patient management was reported.